Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. Visula examination of the returned products confirmed repeated use. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the toggleloc would hang up on lateral fibular cortex and could not be pushed through.